Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID/ (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site was unable to navigate the probe during a biopsy case. The site reported that they only had the one probe. Site also reported when they attempt to lock the trajectory, the button was grayed out. Troubleshooting was performed and technical services (ts) walked the site through adding the probe to the instruments tab. It was confirmed that the site was able to verify the probe, lock trajectory, and proceed with the case. There was an unknown impact on patient outcome. There was less than an hour of surgical delay.